Event description:
The customer reported that a "collimator iris potentiometer" error message displayed on the system. There was a corrupted collimator calibration file.

Manufacturer narrative:
The ge service rep flashed arc nodes, reloaded system software, and reloaded system configuration files. System operates properly at this time.